Event description:
At beginning of procedure, the guidewire was advanced through any entry needle. They were having a difficult time gaining access. Approx. 1 cm of coating sheared and detached from the wire. They do not know where it detached. (Unsure whether any material left in pt.) Wire removed, standard wire used to complete procedure.